Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2014 with the following findings: a review of the pump¿s black box history showed that power reboots were observed on (B)(6) 2014. Visual inspection revealed that there were battery compartment cracks observed in the thread area and below the grip pad. The returned battery cap was not able to be fully secured to the pump but secured well enough to complete testing. There was evidence of moisture contamination found inside the battery compartment. During testing, the pump powered on with audio tones and vibrations, but the display was blank. A leak test was performed and a battery compartment leak was found. The pump case was removed and evidence of moisture contamination was found inside the pump on the display flex cable and connector. The complaint that the pump was losing power intermittently was not able to be adequately investigated due to the internal moisture damage and the unrelated blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the battery compartment was cracked. It was noted that there was moisture/corrosion in the battery compartment. Reportedly, the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.